Event description:
A 55-year-old male patient with gliosarcoma started optune gio therapy on (B)(6) 2024. Novocure was informed on july 28, 2024, that the patient experienced restlessness since application of a new layout of the transducer arrays. On (B)(6) 2024, the patient's daughter reported, that the patient felt depressed since he started optune gio therapy. In addition, he experienced cognitive issues, expressed as constant repetitions. On an unspecified date the patient was brought to the hospital and reportedly, all the symptoms resolved once the arrays were removed and optune gio therapy discontinued. The healthcare provider (hcp) advised to temporarily discontinue optune gio therapy. The available medical records indicate no prior history of depression or anxiety for this patient. On (B)(6) 2024, the patient´s spouse informed novocure that the patient would not be resuming optune gio therapy due to severe anxiety and depression, which were being managed with unspecified medication. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient´s anxiety and depression requiring medical intervention cannot be ruled out. Anxiety and depression are known complications of the underlying disease. A risk factor for psychiatric and neurologic symptoms in this patient is concomitant levetiracetam (carries a warning for behavioral abnormalities including psychotic symptoms, suicidal ideation, irritability, and aggressive behavior). The cognitive disorder is unrelated to device use. Anxiety is an expected event with optune gio device use (ef-11 0% and 10% ef-14 optune arm). Depression is an expected event with optune gio device use (ef-11 2% and 12% ef-14 optune arm).